Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). Heparin was administered, the transeptal puncture was performed, and additional heparin was given. The was and an intracardiac echocardiography (ice) catheter were advanced into the left atrium. Ice imaging revealed a thrombus on the tip of the pigtail catheter. The pigtail catheter was aspirated and removed with the was from the patient. Additional heparin was administered, and the procedure was successfully completed with the use of a new was. No patient complications were reported.